Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 32 x 2.50mm stent delivery system was returned for analysis. An examination of the crimped stent found the stent damaged with stent struts along the length of the stent lifted from the crimped position. The undamaged crimped stent was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-dec-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After a non-bsc guide wire was crossed the lesion, pre-dilation was performed with maverick balloon catheter. Following pre-dilation, a 32 x 2.50 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.